Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting loss of capture at 6.5 volts at 1.0 ms one day post implant. Intrinsic sensing measurements were also poor at 1.7 to 2.6 mv. There was evidence that the lead dislodged. A revision procedure took place and the lead was successfully repositioned. There have been no adverse patient effects reported as a result of the revision procedure.